Manufacturer narrative:
Mfg site eval: no units in stock. Background: database of complaints were reviewed and verified to date there are no reports related to this product code and batch number. Batch record: the mfg batch documentation was reviewed and no deviations or alterations were evident during the process. Further documentation of the analysis performed on the raw material was reviewed, which met with the approval of the yarn to MFR the batch. The armed resistance analysis (binding needle thread) for release of the batch met the requirements for this suture size. The sample received was subjected to a visual inspection of the stereoscope, showing the suture was not disassembled; however, if it was clear that the gender breakdown suture 2.2 cc after the joined thread-needle. Conclusions: according to the research conducted on the sample received, it appears that the suture did not display disassembly behavior, since it is evident that a fraction of 2.2 cm of wire is attached to the needle. Actions: no corrective/preventive action required.

Event description:
Country of complaint: (B)(6). When they opened the envelope suture needle was separated from the thread.